Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use provides important information regarding the heartmate batteries and outlines monitoring battery charge level/replacing depleted batteries. This document outlines all system controller alarms, as well as how to respond to such events. The instructions for use explicitly states, "a patient should sleep or plan to sleep only when connected to the power module. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion." The heartmate ii left ventricular assist system patient handbook outlines battery charge level, fuel gauge display, and all system controller alarms, as well as how to respond to such events. This document explains that if the yellow diamond comes on, the user is instructed to promptly replace the low batteries with two fully-charged batteries or switch to the power module. The patient handbook indicates that the power module should be used for power while the user is indoors relaxing¿and always when sleeping (or when sleep is likely). The user must connect to the power module when sleeping; otherwise, the alarms may not be heard. Instructions for exchanging batteries and switching power sources are provided in the patient handbook. This document also contains a section on handling emergencies. Evaluation of the submitted log file confirmed a full battery depletion event that would have resulted in a pump stop. A specific cause for why the batteries were allowed to deplete could not be determined through this evaluation. Review of the submitted log file showed a complete loss of power to the system controller on (B)(6) 2021 that would have resulted in a pump stop. This event was preceded by a sequence of low battery advisory alarms followed by low battery hazard alarms and ultimately no external power alarms. The captured events and associated alarms appeared indicative of a total loss of power to the system controller due to depleted external batteries and subsequent depletion of the controller's internal backup battery. Following the restoration of power to the controller, the log file showed a time clock reset to the default of (B)(6) 2001 01:00:00, and the pump ramped back up to the fixed speed without issue. The clock was not reset for the remainder of the file, resulting in persistent yellow wrench/controller clock not set advisory alarms. The duration of the pump stop was not able to be determined through review of the submitted log file. The pump appeared to function as intended. Additional information was requested from the account; however, none has been provided at this time. The patient remains ongoing on (B)(6) and no further related events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a no external power alarm followed by a pump off alarm. Review of the patient's log files showed an odd series of low battery hazards on (B)(6) 2021 which appeared to have occurred when the patient was changing power sources from batteries to wall power. The log files also showed that the patient allowed the batteries to completely drain and die on (B)(6) 2021 which caused the pump to momentarily stop until a new power source was connected. Following this event the controller displayed a yellow wrench alarm as a result of the controller clock resetting back to factory settings. There were no other unusual events recorded within the log files. The mechanical circulatory support (mcs) was operating as intended.